Manufacturer narrative:
H5: added information. H11: added the results of the investigation. Investigation summary: the device was not returned for evaluation. Sepsis: in order to make a cause determination, all of the clinical details would have to be provided. The cause of the injury was unable to be determined due to insufficient clinical details. Renal failure: the cause of the injury was not determined due to insufficient clinical details. Device history review: the pump s/n: (B)(6) passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. (B)(6) 2025 (B)(4) renal failure, increased creatinine, crrt was initiated last night (B)(4) (B)(6) 2025 lactic and alt have worsened overnight/today. Concerns for sepsis with elevated wbc, but wbc is also down trending (26.8 - 22.2) and no confirmed source of infection.